Manufacturer narrative:
(B)(4). Additional information: the patient is male and (B)(6), did right upper pulmonary resection on (B)(6) 2014. The surgeon used atw35 to transect venae pulmonalis superior dextra. Bleeding was found from the vein. The surgeon used hand sewing and er320 to stop the bleeding. Changed another reload to complete the procedure. The surgeon didn't complain about the device in the previous complaint process. Now the patient is discharged.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information the analysis showed that a tr35w cartridge reload was received for analysis; it was noted to be partially fired (B)(4). Furthermore, the cartridge metal pan was detached and was noted to have scratches on the bottom. The scratches were straight and running parallel to the bottom with respect to the cartridge and parallel in respect to the device channel (metal lower jaw component that holds the cartridge in place). The scratches on the cartridge metal pan and the information provided in the event description are consistent with an improper loading of the cartridge into the device. When the cartridge is not loaded completely that is the cartridge stops are not in the cartridge reload alignment slot, at firing the reload will eject forward and some staples will deploy (fire out). Per instructions for use insert the new reload by sliding it against the bottom of the cartridge jaw until it stops in the reload alignment slot. Snap the reload securely in place. No further functional testing could be performed due to the condition of the returned reload.

Event description:
It was reported during an unknown procedure malformed staples were found after the first firing of the device. Some staples were missing. The metal piece, which is on the back of the reload, was fell off when the surgeon removed the reload from the device. Changed to hand sewing to complete the procedure. No adverse event on the patient.